Event description:
It was reported that there was a deep brain stimulator surgery, which was potentially life threatening but the patient had extreme distress from the persistent tremor and had hoped that the second surgery would relieve them. When the healthcare professional had adjusted the settings so that the probe implanted in the left side of the brain which controlled the right side body turned off it was believed that the abrupt cessation of the tremor demonstrated the impact of the continuous brain irritation that the patient was experiencing due to unnecessary voltage. Following having the stimulation turned to a setting of 0 the patient had been sleeping normally and no longer had the restlessness they had with the bipolar settings. An appointment was made with the healthcare professional who had observed the tremor. When the healthcare professional had reviewed the settings they were at 3v on the right side which controlled the left body and 2.9v on the left side which controlled the right body which was noted to be different from the previous setting of 3v controlling the left and 0v controlling the right. The patient was relieved when the setting was changed back and t he right side turned off. The tremor had immediately stopped. The patient had been unable to speak during the episode and had checked the settings and had noticed the a and b option which were not the settings the healthcare professional had last set. The b setting was the bipolar setting set previously. To the patient it had appeared that the patient programmer would erroneously default to the b settings which caused extreme change in patient condition. The patient would go from no parkinson¿s symptoms to crippling tremor. The patient was finally able to have settings adjusted and all previous settings were wiped, since the patient had experienced very limited tremor.

Manufacturer narrative:
(B)(4)